Event description:
Patient was on telemetry monitoring. Monitor was removed and system was put into standby mode while being sent for a CT exam. Upon return to dept patient was reconnected to telemetry monitor but monitor never reconnected to the central station. During rounds patient was found unresponsive.